Event description:
I have reason to believe my covid test came back a false positive. I was showing very minimal symptoms of covid-19 when I got my test and my symptoms were more indicative of a sinus infection or the common cold. And I came into close contact with multiple people in my house with no mask and none of them got sick. My experience with covid was so different. I had no shortness of breath, fever, or fatigue, I was producing phlegm, and I had ear pressure and toothaches (sinus infection symptoms.) I think my test was contaminated or misread but I don't know how it happened because after I took the test I left the testing location. FDA safety report ID# (B)(4).